Event description:
A female had the celect filter placed in 2008 for a dvt and pe. The aorta was tortuous and deviated toward the ivc, placing in close proximity to the ivc. The filter was placed supra-renal, apparently for abnormal renal arteries take off. The pt has been restudied and it was determined that one of the struts had penetrated the aorta and has thrombus on the leg of the aorta. The pt is not anticoagulated and they will attempt to remove in 2009. The physicians were unsuccessful in retrieving the celect filter. The pt is fine, and they plan to reassess in the next day, and determine what to do next. The hook proved to be very difficult to snare, and detach from the caval wall. They started by gaining right jugular venous access and doing a cavagram. They then stuck each femoral artery and placed a 6fr ansel sheath contralaterally and setting up distal protection filter wires in each femoral artery. They then attempted to retrieve the filter with a snare but could not lasso the hook. They then used an rim catheter to advance a wire back up through the legs of the filter and snare the end of the wire. They were able to advance a 12fr sheath barely over the hook but were unable to pull the filter or advance the sheath any further. They then advanced an 8fr sheath over the wires, inside the 12fr sheath but could not coaxially advance over the hook. They switched out to a 14fr sheath and tried to advance that along with our 9fr retrieval sheath but could no longer coaxially advance any of the sheaths over the hook. After 3 hours they decided to stop and consider a different plan for next time.

Manufacturer narrative:
Additional information was received on 05 mar 2009: in 2008, a celect ivc filter was placed from the right femoral vein. Because the vena cavagram showed abnormal flow below the renal veins, the filter was placed supra renal. The patient presented back at the hospital in 2009 for unspecified reasons. A CT was done which showed a leg of the filter perforated through the ivc and into the aorta. The CT confirmed that the tortuosity of the aorta contributed to the abnormal flow in the vena cava. There also appeared to be a clot in the aorta where the leg was protruding. The pt was prepped for jugular retrieval of the filter about 4 days later. After 2 1/2 to 3 hours of attempting to snare the hook of the filter and numerous maneuvers to displace it off the wall, the case was halted with the filter still in place. The pt was brought back on about 10 days later, and the filter was successfully retrieved, and follow-up CT results are pending at this time. The pt is apparently stable. An evaluation of the complaint history was based on the images available. It appears that one of the major legs has perforated into the aorta. According to the description, the vena cavagram showed abnormal flow below the renal veins and later the CT showed that a very tortuous aorta contributed to the abnormal flow in the vena cava. This may have been the reason for the perforation of the filterlegs through the cava wall. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.